Event description:
This is a spontaneous report by a nurse with supplemental information provided by a physician of peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd). During a call, the following was reported. On an unreported date the patient experienced break in aseptic technique. On (B)(6) 2013, the patient experienced and was hospitalized for peritonitis manifested by cloudy drain. The cause of peritonitis was break in aseptic technique. The peritoneal effluent analysis was not performed due to poor drain. Treatment was not reported. Outcome for the event was not reported. Follow-up information was received from a nurse on (B)(4) 2013. On (B)(6) 2013, a peritoneal effluent analysis was performed. Follow-up information was received from a nurse on (B)(4) 2013. The patient is currently on pd rest is temporarily on hemodialysis. Retraining has not yet started.

Manufacturer narrative:
(B)(4). This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that there was a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4): the patient is still on hemodialysis. Peritoneal dialysis therapy has not yet been started; therefore, retraining on proper aseptic technique has not been performed.